Event description:
It was reported that the pump and catheter were removed due to infection. The drugs in the pump were morphine and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: catheter. (B)(4).